Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Also noted was an alert for out-of-range/low impedance warning when the tip-to-coil pacing impedance dipped below the programmed lower alert threshold. Long term trending impedance measurements appear to be within the normal range, but remain on the lower end of the range. The lead remains in use. No patient complications have been reported as a result of this event.